Manufacturer narrative:
Concomitant medical products: addrs1 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pre discharge device check following an unrelated surgery, a lead warning was noted for low impedance on the right atrial (ra) lead. Oversensing was also noted on the right ventricular (rv) lead. It was confirmed that the events occurred while patient was in surgery. Both leads remain in use. No patient complications have been reported as a result of this event.